Event description:
It was reported that (mhlas) had loosened in the patients mouth. The abutment screw will be replaced.

Manufacturer narrative:
(B)(4). One zimmer replacement screw was returned for inspection . A visual inspection revealed signs of wear consistent with use at the threads, collar, and internal drive feature. The reported malfunction is not verifiable with the information provided. A device malfunction was unconfirmed following inspection of the returned device. This inspection was previously conducted for a separate loosening event for the same patient and product. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.